Manufacturer narrative:
Product complaint # :(B)(4). Date sent to the FDA: 7/13/2021. H6 component code: g07002 no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6, h3, h4, d4 . Additional h3 investigation summary: h3 investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that two sealed boxes (thirty-six packets on each box) and twenty-four closed packets of product code 8522h were received for evaluation. As per sampling plan visual inspection were performed to 32 samples, no defects were found on the packages. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch qjbhlz, xn8522h19 and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how long was the surgery extended? 30 minutes. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Unexpectedly longer machine time for the patient, without complications. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. No. Patient¿s current status? Released and in rehabilitation. It was reported that "on the 2nd suture, the suture split open". Did the 2nd suture broke or did it frayed? 2nd suture was frayed. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Event of suture breakage captured via, event of suture fraying captured via 2210968-2021-05382.

Event description:
It was reported that a patient underwent anastomosis suture on the heart on an unknown date in (B)(6) 2021 and suture was used. The suture broke. The procedure time was considerably prolonged and thus also the time during which the patient was cared for on the heart-lung machine. The procedure was overall completed using a new like device and there were no adverse patient consequences. Additional information was requested.